Event description:
Initial result for a patient tpsa was <0.002. When repeated, the result was 4.9. The incorrect result was not used to guide patient therapy. The field service representative was unable to confirm if there was a malfunction of the system.